Event description:
Caller alleging discrepant inratio values. (B)(6) 2014 inratio 3.5 coaguchek 2.9. < 5 minutes between tests. (B)(6) 2014 inratio 3.8 coaguchek 2.9 lab 2.9 all tests performed within 10 minutes. Patient's therapeutic rane 3.0 - 3.5. Patient self tester mentioned had two strokes and multiple tia's over the last six years that may have been caused by inaccurate results on the inratio meter. No dates or inr values obtained on the inratio before (B)(6) 2014 provided nor will be available by patient. Patient self tester unwilling to cooperate and provide any additional information in regards to inaccurate results on the inratio that may have lead to strokes and tia's. No additional information provided.

Manufacturer narrative:
Investigation pending.